Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 05/26/2021, however the correct date is 05/272022. Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: device evaluation: one (1) liquid optics interface (loi) was returned within original packaging confirming the reported lot number. A visual inspection of the returned product revealed small dents in the tubing connected to the filter side of the fluid reservoir of the loi. Failure of suction on the patient side was also confirmed when testing on the axial proof load test. The reported event was confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. No deviations, ncs, or capas were initiated during the manufacturing process for this lot number. A search of complaints from lot number 19760666 from the last 12 months was conducted and no related complaints were found. Conclusion: based on the information obtained, product malfunction is confirmed. Awareness and retraining were performed with the team in final assembly. The defect was assessed as within the expected rate of occurrence and therefore determined to be an isolated event. There was no patient impact reported. Johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that the catalys system lost suction with liquid optic interface (loi). The procedure was not completed successfully and there was no patient injury or surgical intervention needed. No further information provided.

Manufacturer narrative:
Patient information: unknown/not provided. Patient demographic information was requested. However, no additional information was provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.